Event description:
The customer reported 12-lead ECG v1 signal loss. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG v1 signal loss. There was no report of adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.